Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2019-01483. 1. Section b. Box 5. Describe event or problem results: bends were present throughout the length of the indigo system catrx aspiration catheter (catrx). The catrx guidewire lumen was slightly damaged approximately 114.0 cm from the hub. The guidewire lumen was punctured approximately 141.0 cm from the hub. Conclusions: evaluation of the returned catrx confirmed a punctured guidewire lumen. If a guidewire is forcefully advanced through the catrx guidewire lumen, damage such as a puncture may occur. During functional testing, a demonstration guidewire was advanced into the catrx guidewire lumen and the guidewire was observed emerging from the punctured segment of the guidewire lumen. The non-penumbra guidewire was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using the indigo system cat rx kit. During the procedure, after making two successful passes in the target vessel using an indigo system catrx aspiration catheter (catrx) with a non-penumbra 6f guide catheter, the physician removed the catrx. Upon removal the hospital staff noticed that the guide wire punctured on the side of the rapid exchange(rx) port rather than advancing through the proximal side of the catrx. It was reported that it is unknown when the puncture to the catrx occurred. However; the physician decided to use the same catrx for an additional pass to successfully complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using the indigo system cat rx kit. During the procedure, after making two successful passes in the target vessel using an indigo system catrx aspiration catheter (catrx) with a non-penumbra 6f guide catheter, the physician removed the catrx. Upon removal, the hospital staff noticed a puncture on the side of the rapid exchange(rx) port rather than out the proximal side of the catrx. It was reported that it is unknown when the puncture to the catrx occurred. However; the physician decided to use same catrx for an additional pass to successfully complete the procedure. There was no report of an adverse effect to the patient.